Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date at an undisclosed location and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary and bowel problems, recurrence, bleeding, and dyspareunia. It was reported that patient underwent resection of vaginal mesh on (B)(6) 2006 by dr. (B)(6) due to erosion at (B)(6) medical center. It was reported that patient underwent extensive vaginal mesh debridement and cystoscopy on (B)(6) 2013 by dr. (B)(6) due to dyspareunia with extensive vaginal mesh extrusion at (B)(6) health center. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic surgical hysterectomy and bilateral salpingo-oophorectomy.